Event description:
It was reported that the cot is not loading and unloading correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not made accessible for evaluation, no cause was determined.